Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon stuck to the stent. The de novo lesion being treated was located in the moderate to severely tortuous, 95% stenosed left anterior descending artery (lad). The lesion was pre-dilated. The physician fully deployed a taxus express2 8.8% 2.75 x 24 mm drug eluting stent in the lad. During withdrawal the balloon became stuck on the stent. The physician had to inflate and deflate the balloon several times and then it was able to be withdrawn. The balloon was removed intact from the pt. No pt injuries or complications were reported. The pt's condition was reported as okay.